Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced several unexplained systemic symptoms post procedure. Weight gain in upper abdomen, upper back, armpits, and chest was noted. Additionally, unexplained shortness of breath, feeling of chest heaviness, hair loss, and headaches were also reported. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-25437 for contralateral prosthesis report.